Manufacturer narrative:
Concomitant medical products: dtba1d1, crtd, implanted: (B)(6) 2016; 693558, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported infection had occurred and the device system had eroded through the skin. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and later replaced. No further patient complications have been reported as a result of this event.